Event description:
It was reported that, an 840 ventilator while in use on a patient had a constant alarm and message "patient safety alert", after that the ventilator stopped cycling. The ventilator was removed from the patient and the patient was bagged and being manually ventilated. It was reported an adverse event with the patient. (No additional information was provided). Customer reported: we are currently in the process of testing this equipment, and nothing further is needed from you at this time. This notification is for your information only. Covidien was not authorized to evaluate and service the device.